Event description:
It was reported that during an unknown procedure, when the surgeon was using the device, he felt that the ratchet of the device was shaking and found that there was a gap between plastics on the joint. No patient consequence.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 1/17/2023. D4: batch # v95h39. Investigation summary : the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the 5dsg instrument was returned with no damage in the external components. In addition, the opened packaging was returned along with the instrument. The instrument was tested and functioned properly as it did open and closed without any difficulties noted. The end effectors were inspected and no broken parts were noted. Although no conclusion could be reached on the cause of the reported event. The event described could not be confirmed as the instrument performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the instrument that could not be replicated during the laboratory analysis. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified.